Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood (bg) glucose levels; cause was unknown. Bg values for past events was not provided. A glucagon injection was administered by the customer¿s mother to address the most current low bg of 70 mg/dl. It is unknown if the customer required assistance to administer glucagon injection, as the contact declined further follow up.